Manufacturer narrative:
It was originally reported via repair work order that the head and foot end brake controls are not working due to a broken brake gear and pin. It was found during the investigation that the side control brake steer pedals could not be used due to a oblong hole in the weldment. The brake and steer could still be engaged at the head and foot end of the unit.

Event description:
It was reported via repair work order that the head and foot end brake controls are not working due to a broken brake gear and pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head and foot end brake controls are not working due to a broken brake gear and pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.